Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: suspected due to power surges. Specific component(s) involved: other component malfunction, specify. Additional text: other component: unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : admitted, heparin drip. Implant device type: lvad. Malfunction device type.